Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: vercise cartesia, upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 7070031.

Event description:
It was reported that three days post implant the patient developed a subcortical hematoma which was moderate in severity. The patient also experienced a seizure which was moderate in severity. The patient was walking and loss consciousness, and an epileptic episode with spasm of the extremity. The patient was admitted into the intensive care unit for observation and given medication. The patient was transferred general floor the following day. It was later noted that the patients regular antiepileptic medication had run out and has not been on medication for days and that this may have also been the source of the seizure. A cat scan was performed which showed 1 to 2 cm hematoma at the right electrode which caused a seizure. A follow up cat scan was done and confirmed that the hematoma resolved. This event was reported as probably related to procedure and not related to the device or stimulation.